Event description:
A device report from synthes (B)(6) provides information from a facility in (B)(6) regarding a hexagonal cannulated screwdriver. It was reported that during the insertion of the locking cap, the instrument broke. Reportedly, there was no impact on the procedure, and the operation was finished successfully. It was reported that the broken part was throw away.

Manufacturer narrative:
This device is used for treatment, not diagnosis. Manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
The device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. A review of the device history record has been requested.

Manufacturer narrative:
Device used for treatment and not diagnosis. The measurable dimensions were found to be in compliance with the technical drawings and ao asif specifications. The examination of the raw-material certificates and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao asif specification and with the international standard. Unfortunately we are not able to determine the exact cause of failure. We can only assume that too much mechanical force had been applied during the surgery. No product fault could be detected.